Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported to the clinic on (B)(6) 2015 after having received low speed alarms over the weekend. Device interrogation showed that the patient had 4 pump off events on (B)(6) 2015 while connected to the power module. The customer reported that there was no visible or palpable damage to the external driveline nor were there any driveline fault alarms. The patient was asymptomatic. The log file was reviewed and the 4 reported pump stop events were confirmed on (B)(6) 2015 while the patient was connected to the power module. The duration of each pump stoppage was approximately 3-5 seconds each. Based on the patient's implant date and no reported trauma to the driveline, it was suspected that the pump stoppages may have been the result of high current events which could have been caused by either power spikes or a thrombus. Technical services also reviewed x-ray images provided and reported that they did not appear to show any areas of concern. On 12/15/2015, the customer reported that the patient had not received any additional alarms since they were admitted. It was also reported that a CT performed was unremarkable and a transthoracic echocardiogram (tte) did not show inflow obstruction at 9400 rpms. The tte showed that the aortic valve stayed closed at 10,800 rpms. The customer exchanged out the patient's system controller and stated they would keep the patient overnight to observe on the new system controller, which was connected to the patient's home power module and patient cable. The customer reported that the patient had a lactate dehydrogenase level of 300 u/l and an inr of 2.2.

Manufacturer narrative:
The reported incident of pump stoppages were confirmed with the data retrieved from the returned system controller. The log file captured motor stopped events that appeared to be brief (approximately 4 seconds) and were recorded on (B)(6) 2015 at 3:16 am, 5:37 am, 5:46 am and 7:04 am. The motor stopped events occurred while the system was supported on the power module and did not occur on battery power. The pump speed value recovered to the set speed of 9400 rpm after each event. The pump power values ranged from 3.7 to 7.2 watts. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. The system controller was tested together with the returned 14v power module patient cable and no functional issue was identified. The analysis could not determine a specific root cause of the motor stopped events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.